Event description:
It was reported that the patient was experiencing loss of charge and extreme pocket pain. The patient underwent a revision procedure wherein the ipg replaced and relocated. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of charge and extreme pocket pain. The patient underwent a revision procedure wherein the ipg replaced and relocated. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Sc-1232, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.